Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section d2 was incorrectly captured in perviouse report, it has been corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In initial report the manufacturer previously incorrectly reported b4 date as (B)(6) 2022 insted of (B)(6) 2022.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the philips lab investigation (pil) on 09/20/2023 for further evaluation. The device was evaluated on 10/20/2023. There was no mention of visual findings to the external part of the device. Exterior investigation: pil observed moderate unknown dust/dirt contamination over surface area of base unit and humidifier base. There was a moderate collection of unknown dust/dirt contamination under the ui knob. There is unknown dust/dirt contamination where the base unit and the humidifier base mate. Internal investigation of base unit found unknown dust/dirt contamination throughout the device internals. Moderate dust/dirt contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Internal investigation of the humidifier base observed discolored seals of the flip lid and dry box. There is unknown dust/dirt and fiber contamination present within the humidifier tank and humidifier bottom enclosure. Secondary findings: -device reads: 2 errors, 0 blower and 0 therapy hours, suggesting that the device was reset prior to pil receipt. -e053 [err_comp_log_sem_timeout] occurred twice and is a continue level error which does not impact the findings of this investigation. A continue type error is recorded in nvram and the unit continues to operate without noticeable alteration. These errors do not impact the results of this investigation. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Pil is unable directly address the symptoms outlined in the complaint. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath, likely from a source external to the device. The results of this investigation do not impact the calculated risks. Section d8, d9, h2, h3 and h6 were updated.